Event description:
The suspect tablet was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported the reported memory download error was verified. It was confirmed that this is a known issue addressed in the release notes and does occur each time the long interrogation is performed for the first time on a generator model 106. Once retry button was selected, the tablet was able to complete an extended generator memory download with no observed anomalies. Analysis confirmed that the tablet performed according to specifications .

Event description:
Additional information was received on 01/19/2016 on attempting to do a data download with the tablet, an error message came up that the data couldn't be written because of a read card error when the download of nearly (B)(4) events was complete. On the second attempt, another error message came up to say that the sd card was full. On checking the sd card, it was not full and both downloads has been successful. Return of the tablet for analysis is expected, but it has not been received to date.

Event description:
It was reported that the site had problems with the tablet when attempting to perform an extended generator memory download. In describing the issue, it was reported that the task could not be completed due to insufficient memory. A few days later, the company representative was at the site to troubleshoot the issue, but could not recreate the failure using his demo products. It was thought that perhaps the card was not fully inserted when the error was experienced. Additional information was received from the company representative, that the download was done successfully. The suspected cause is that flashcard was not full inserted, however, this cannot be confirmed. Review of manufacturing records confirmed all tests passed for the device prior to distribution.